Event description:
A patient who received treatment with hyalgan (hyaluronate sodium) for osteoarthritis experienced a severe allergic reaction described as a lesion on the tibia of the left leg which was black with a scarlet rim of erythema, and severe weeping pustules on the back, extremities and whole body. In 11/2004, the pt received their 3rd injection of hyaluronate sodium in the left knee. A couple of days later, the pt came into the office with the described events and was sent to hospital. Concomitant medication and corrective treatment were unknown. The pt is allergic to penicillin. At the time of this report the pt had not recovered and the nurse was inquiring whether the hyaluronate sodium administered (lot number had been discarded) was from canada. No further details available. Corrective treatment: unknown.

Event description:
Patient is allergic to penicillin. At the time of this report the pt had not recovered. Additional information received via mail from a physician in 2005. Female developed an "incredibly intense skin reaction within a few days of injecting hyaluronate sodium, with a large area of necrosis over her calf that measured at least 10 x 20 inches. Her entire body or at least all of her extremities were covered with tiny pustules and an erythematosus rash." She was sent to a teaching hospital dermatology department where she was biopsied (diagnosis and results unknown). The dermatologis told the physician that the reaction may have been due to voltaren (diclofenac). Additional information received via phone from a medical assistant five days later female received three doses hyaluronate sodium injections in 2004 for osteoarthritis of the left knee. The dermatologist's name and contact information is unknown, and it is unknown what corrective treatment, if any, was provided. The patient has contacted the physician since the event but there was no further mention of the adverse event per the patient's medical records.